Event description:
On (B)(6) 2011, product analysis was completed on a vns generator that was explanted from the patient due to eos on (B)(6) 2011. Product analysis revealed that the generator was at eos, however, it was also determined that during manufacture of the generator, the r35 resistor (a selectable value resistor) could have been more optimally chosen. Using the lower value resistor, the module met all specifications as defined by the post burn-in electrical test specification. The out-of-limit pulsing current could potentially be a contributing factor to the eos, however, the battery longevity calculation determined that the eos was an expected event. The battery longevity calculation showed negative years until eri = yes. As the generator was received in an eos state, the extent to which the increased current consumption may have contributed to a depleted battery cannot be determined. If additional information is received, it will be reported.